Event description:
It was reported that, during a coronary artery drug eluting stenting treatment procedure a shaft fracture occurred. The lesion site and lesion characteristics were not reported. When the physician attempted to advance the stent delivery system (sds) for a taxus express2 3.00x12mm drug eluting stent (des) into the guide catheter, the shaft of the sds broke at the transition points inside the guide catheter. The shaft was removed without entering the patient. Another of the same device was used to complete the procedure. There were no reported patient complications.